Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what is the current status of the patient? Could you please confirm the quantity of broken sutures during this surgery? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: batch sk2aze/ vcp358hcn31 mfg date: 15-sep-2022, exp. Date: 31-aug-2027. Batch sk2dkx / vcp358cn31 mfg date: 29-sep-2022, exp. Date: 31-aug-2027. A manufacturing record evaluation was performed for the possible finished device lots, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-02120, 2210968-2024-02121, 2210968-2024-02123, 2210968-2024-02124.

Event description:
It was reported that the patient underwent a lower uterine segment induced abortion surgery at 11:05 on (B)(6) 2024, and suture was used. During the surgery, the uterus was sutured, and the suture was broken. After tying the knot, the suture continued. During the continuous suturing process, it was broken three times, and a new suture was immediately replaced. When the first stitch is tied, the suture was broken . After tying, continue to sew. When the thigh was closed, other suture was replaced, and the patient returned to the ward after the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/19/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the surgery time was prolonged for about 30 minutes due to this event. The patient has been discharged smoothly currently. No subsequent adverse event report was received.